Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The following cosmetic damage was also noted: a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that his insulin pump stopped working while he was setting up his bolus reminders, and then a button error alarm occurred. The patient's blood glucose at the time of incident was 98 mg/dl. The customer stated that he was outside cutting the grass when a storm started and got the customer pretty wet. The customer ate and attempted to bolus after drying off, but the pump had stopped working. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.